Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the implantable neurostimulator (ins) experienced ¿premature battery depletion.¿ there was no troubleshooting performed and no external factors reported to have contributed to the issue. The ins was replaced as a result of the event and the issue was resolved. Additionally, the reported ins implant date was noted to have been past the device¿s use by date.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Correction: please note that further review of this event has determined that device code (B)(4) no longer applies to this report. The removal of this code is based on the expiration date/serial number update previously submitted on 2016-dec-15.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins battery was at normal end of life. Telemetry and output was okay. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.